Event description:
It was reported that during a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 90% stenosed target lesion located in the proximal left anterior descending artery. There was no vessel calcification. Pre-dilation was performed successfully using a 2.75x15mm non-bsc balloon catheter. Next a 3.0x28mm promus element stent was advanced for treatment, but "while advancing the stent across the lesion the physician noticed dislodged thrombus at the distal end of the stent." The physician decided to withdraw the 3.0x28mm promus element stent and use a 3.0x32mm promus element stent, so as to cover the thrombus at the distal end of the lesion. A 3.0x15mm nc quantum apex balloon was used to post dilate the stent covering the entire lesion. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer:a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 90% stenosed target lesion located in the proximal left anterior descending artery. There was no vessel calcification. Pre-dilation was performed successfully using a 2.75x15mm non-bsc balloon catheter. Next a 3.0x28mm promus element stent was advanced for treatment, but "while advancing the stent across the lesion the physician noticed dislodged thrombus at the distal end of the stent". The physician decided to withdraw the 3.0x28mm promus element stent and use a 3.0x32mm promus element stent, so as to cover the thrombus at the distal end of the lesion. A 3.0x15mm nc quantum apex balloon was used to post dilate the stent covering the entire lesion. No further patient complications were reported and the patient status is stable.